Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned through edwards implant patient registry that a 25mm aortic valve was explanted after approximately 4 years (46 months) due to unknown reasons. The explanted device was replaced with a model 3300tfx 23 mm.

Manufacturer narrative:
It was identified, through review of source documentation provided, that the device was explanted due to prosthetic aortic valve endocarditis. Per the operative report, there was dehiscence of the aortic prosthesis from right coronary commisure to left noncoronary commisure with abscess cavity. Ejection fraction was 45%. The explanted device was replaced with another edwards valve. There were no adverse patient effects as a result of the replacement. Through evaluation of the subject device, vegetation growth was demonstrated which concurs with the reported event. Per the healthcare provider, this event was not related to a malfunction of the edwards valve. Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: customer reason for explant was unknown. As received, leaflet 1 had a cut area of 12mmx5mm, leaflet 2 had a cut area of 10mmx5mm and leaflet 3 had a cut area of 8mmx4mm. Cut sections were not returned with the valve. As received, leaflet 1 appeared to have vegetation in the cusp area on the inflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect by approx 3mm. Wireform was exposed on the outflow aspect at commissure 1 and the inflow aspect near leaflet 2. Sewing ring was also cut from commissure 2 to commissure 3. The x-ray demonstrated commissure 3 wireform distorted. Method: x-ray. Additional manufacturer narrative: despite follow up with the health care provider by phone and fax, no response has been received to requests for additional information. However, the device was received and evaluated. No patient history or medication history has been provided. The evaluated device showed vegetation, minimal to moderate host tissue overgrowth, and cuts most likely related to explant. The source and type of vegetation remain unknown. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Since subsequent attempts to gain further information regarding the reason for explant and patient conditions have been unsuccessful, the root cause for explant of this device cannot be conclusively determined.